Manufacturer narrative:
Clarification of manufacturers investigation results: the returned valve was adjusted to a pressure level of 8 cmh20. Visual investigation of the received device indicated no deformations present. Some scratches were noted. The plan parallelism confirmed that there were no deformations. The measured results were within the acceptable tolerance. Permeability testing was conducted at hydrostatic pressure difference of approximately 20-30 cmh20 in the flow direction. The valve was found to be not permeable. Adjustment testing was conducted between 5 and 20 cmh20 in increments of 5 cmh20 in both directions (increasing and decreasing). The results show the valve is adjustable at all levels in both directions. Brake force and brake function was tested using a brake dynamometer, to measure the release force of the valve. This measures the force that must be exerted on the housing in order to release the rotor so the valve can adjust by means of the solenoid. The braking function was positively proven and the measured values were found to be outside of the expected specification. The valve was tested on a test station, where it runs through the standard check for the horizontal position. The liquid flow is gradually reduced from 60 ml/h to 5 ml/h and increased again to 60 ml/h (following iso 7197). The resulted pressure is measured. Due to the valve being non permeable, an investigation of the suspected overdrainage could not be carried out on our test stand. The valve was opened to investigate the possibility of the presence of natural cerebrospinal substances (protein, blood or tissue particles). Deposits were present. The accumulation oinfluenced the characteristics of the valve. No action is required, the reported issue is a known and unchanging risk of hydrocephalus therapy with shunt implants.

Manufacturer narrative:
Optical test: in the first step of our investigations we have a visual inspection carried out. The optical control failed except for scratches apparent deformations or other abnormalities prove. The measurement of plane parallelism has confirmed this in addition, here measured values were within the permissible tolerance. Penetration test: to check if the valve is clogged, we have one permeability test made. This test is at a hydrostatic pressure difference of approx. 20 - 30 cmh2o in flow direction carried out. The test has shown that the valve is not permeable. Verstelltest: we tried all the pressure steps in steps of 5 at the valve up and down to adjust. The investigation has revealed that let the valve up and down in all pressure step ranges. Brake force and brake function test to measure the brake release force, we have the valve with a brake force meter checked. Here's how much power is measured housing must be exercised to release the rotor to the valve, by the integrated magnet in the device, to adjust. The braking function could be proven positive. The measurement of however, brake release force has shown that apparently more power must be spent to release the brake. The measured values are outside the expected specification. Test at the computer test bench the valve is tested on the miethke test bench. It goes through the standard test for the horizontal position. Here, the liqourflow of 60 ml / h gradually reduced to 5 ml / h and increased again to 60 ml / h (in based on iso 7197). The resulting pressure is measured. Since the valve was tested negatively for permeability, a investigation of suspected overdrainage on our test bench not be performed. Result: at the beginning of our investigation we have a visual inspection on the valve performed. In the optical test could scratch up, no deformations or other abnormalities are found. The measured values of plane parallelism were within the tolerance. In the further course of our investigations became the progav valve negatively tested for permeability. That's why one was investigation of the suspected overdrainage at our miethke test bench not possible. The valve was in the context of verstellprüfung in all set pressure step ranges up and down. With the help of braking force meter could function properly the brake be detected. However, the measurement of the brake release force has show that more force must be applied to release the brake. The measured values were outside the permissible tolerance. We suspect that due to deposits inside the valve brake function was impaired. In order to verify whether the valve examined here may also be replaced by the known risks of hydrocephalus therapy has been influenced, such as example by natural cerebrospinal substances (protein, blood or tissue particles) 1, we have finally opened the valve. After opening the valve, our suspicions have been confirmed. As in picture 7 recognizable, could strong deposits inside the progav valve be detected. We suspect that the deposits found could have influenced the valve characteristics. Need for action: in our view, there is no need for further action. The occurred problem is one of the known, unchanging risks of hc therapy through shunt implants.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). A 1y 3m po dysfunction of the valve. Explanted. Delivered with the return kit inside an unknown liquid.